Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Correction to fu #1 MDR in field. Date of report should have been 23feb2018.

Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.